Manufacturer narrative:
Insulin pump was received with critical pump error (open book image) alarm during testing due to moisture damage on electronic assembly. Unable to verify harm reported complain due to critical pump error (open book image) alarm. (B)(4). The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer was complaining about replacement procedure of the insulin pump. The customer¿s blood glucose level was 12 mmol/l at the time of the incident. The insulin pump will be returned for analysis.